Event description:
The user facility reported that extracorporeal circulation was performed in an avr and CABG case. Four hours after starting ecc, a plasma leak occurred. They managed to wean while adjusting gas exchange, however, re-pump was decided, and the oxygenator was changed out to resume ecc. After the exchange, in three and a half hours, a plasma leak occurred again. The product was changed out due to plasma leak. ECMO was introduced and the patient returned to ICU. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: clinical engineer g4: PMA/510(k): k130520 visual inspection of the actual sample (as arrived at our site) found no breakage in the appearance. The cross section of fiber inside the housing on the gas channel side had been discolored red. The sample (after cleaning) was incorporated into a circuit consisting of tubes, and saline solution was poured by a fall. No leakage to the gas channel side was observed. The sample was disassembled for the visual inspection of the internal condition. No anomaly was found in the winding condition of fibers. Electron microscopic inspection of the surface of the fiber and the inner surface of the cut fiber found no difference in the condition of micropores between sample 1 and a current product. No anomaly was found in the manufacturing history record and the shipping inspection record for the product code and lot number. No other similar complaint was reported. Based on the investigation result, it was confirmed that the plasma leak had occurred in the actual samples. As a possible cause of the plasma leak, from our past experience, the following factor was considered. However, it was not possible to clarify the cause of plasma leak. It was inferred that any change in blood properties produced a surface-active substance that disrupted the surface tension relationship between blood and gas that had been maintained in the micropores of the fiber surface. As a result, plasma leak was likely to occur. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide corrections to section d3.